Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient had their entire neurostimulation system explanted on (B)(6) 2015. The reason for the explant was that the implantable pulse generator (ipg) was getting superficial to the skin. It was close to protruding through the skin, and the patient had bruising and/or burn marks all over their back. The doctor noted adhesions over the gluteal skin and dense fibrous tissue over the buttocks where the ipg was placed. It was unknown how long the symptoms had been present. The indication for use was spinal pain, and a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the reason for explant was the stimulator was eroding to the skin with marked discoloration. The cause of the marks and becoming superficial was determined to be that the stimulator was migrating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient had a new spinal cord stimulation system implanted on (B)(6) 2018. At that time, the patient had informed the rep that they previously had an ins that was explanted due to a procedure they needed to have, which conflicts with information previously reported. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.